Event description:
It was reported the pt has not recharged the ipg in the past several months and as a result, the device is inoperable. The pt alleges communication cannot be established with any external devices. It has not been determined when stimulation was lost. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Field correction: 162787-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.